Event description:
It was reported to covidien on (B)(4) 2016 that a customer had an issue with a syringe. The customer states there is a brown oil substance in the barrel and plunger. The customer stated the substance could dislodge if scraped and is not embedded.

Manufacturer narrative:
(The following statement was inadvertently left off the initial 3500a) submit date: 3/14/2016. An investigation is currently under way; upon completion the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) file was reviewed indicating that product was released accomplishing all quality standard requirements. There were no not-conforming issues reported during the production of this product for a similar condition as reported in this complaint. One sample with lot number 534988164x was received for evaluation. The defective condition was confirmed. After performing visual inspection the issue was observed in the contamination of the syringe. The component syringe 12ml luer lock tipis produced by external supplier and the assembly process consists in a pick and place operation. The condition reported is not generated during the assembly manufacturing process. The root cause for grease on the syringe plunger is the components coming into contact with machine parts exhibiting oil/grease during the ejection process. When plunger components are released from the line 7 plunger mold, parts were observed to be vulnerable to coming into contact with the bottom tie bars of the machine press. Oil or grease residue from the tie bars may thus potentially adhere onto the plungers as they eject and fall onto the conveyor to continue towards the assembly process. Corrective action as a preventive action the personnel was notified about the incident. As countermeasure a complaint notification was sent to supplier to request corrective action regarding balloon burst. Sleeves were added to the uncovered tie bar covers of machine presses as applicable throughout the manufacturing site¿s syringe focus factory. This prevents direct contact between ejected molded components and machine parts in their ejection trajectory that may result in contaminant such as oil or grease coming onto the finish good. As further corrective action, cleaning of these tie bar covers was added to the weekly cleaning schedule as well as the cleaning log, and standard work for cleaning the molding presses was created. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.